Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were noted on the right atrial (ra) lead. The event was resolved by capping and replacing the ra lead during an unrelated procedure. During the unrelated procedure, insulation damage was visually observed on the ra lead. The patient was in stable condition.